Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/21/2025, a sales representative reported via email that during an acl reconstruction hamstring autograft procedure, an ar-1588rt-2j tightrope ii rt experienced a failure when pulling the tension strands¿the tightrope sutures broke below the button and near the bridge as the graft entered through the tunnel. The issue was discovered while in the patient, prompting the removal of all the tightrope. The case was then successfully completed using an ar-1588btb btb tightrope. This resulted in a case delay of approximately 20 minutes, though no additional anesthesia was required.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.